Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported loss of power failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power on three (3) occasions. The customer did not provide any additional details of the reported event. The patient did not suffer any adverse outcome during the reported event.